Event description:
It was reported that during a surgical procedure the permanent cautery hook instrument was arcing at the wrist. After the procedure was completed, it was noticed that the instrument was charred at the housing. No pt harm, adverse outcome or injury was reported.